Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer inserted a sensor that was missing a needle. Another sensor from the same lot number got stuck in the serter. Customer's blood glucose level was 60 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated two opened/used enlite sensors and found both sensor needles separated from sensor. We were unable to confirm insertion anomaly due to sensors customer returning sensors opened/used.